Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in d3 (manufacturer fax), and g2 (is report source company rep). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the reported failure mode - "red purge system failure" alarm and "device freezes, nonfunctional" - was fluid ingress and an intermittently stuck purge motor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During console transfer on impella cp support, automated impella controller (aic) briefly froze and became nonfunctional. Team stated that after transferring purge cassette from old to new console, there was a red purge system failure alarm. After inspection for obvious kinks, a de-air procedure was attempted, where the automated impella controller (aic) froze on the de-air loading screen with no way of leaving the procedure. A leak from the d5-bicarb purge bag at the spike was then discovered, and the purge bag was replaced. This resolved the frozen screen and purge system failure alarm. Automated impella controller (aic) continued supporting patient throughout. This is considered a reportable malfunction.